Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
During a regular internal review of complaints, it was identified that some medwatch reports associated with an fca were submitted without a correction/removal number in field h9 of 3500a form. Medtronic have initiated CAPA pr (B)(4) to address this gap. As part of correction activities, this supplemental medwatch is being submitted to correct this issue and provide the appropriate correction/removal number in field h9. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the pb560 ventilator generated a low pressure and low battery alarm. The patient was transferred to an alternate ventilator without harm.

Manufacturer narrative:
There is no 510k number associated with this device. The device associated with this event is an authorized product under the emergency use authorization (eua) issued by FDA for the covid-19 pandemic. This device was granted authorization by FDA on (B)(6) 2020. Medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the pb560 ventilator generated a low pressure and low battery alarm. The device was made available for evaluation. The service personnel (sp) inspected the ventilator replaced the turbine because it was not working. Additionally, the sp replaced the central processing unit (cpu) printed circuit board (pcb) because the intake air flow sensor needed to be recalibrated in a short period of time, the upper housing and battery cover was replaced due to damage. The ventilator passed all testing per manufacturer specifications at the time of service. One turbine was received for failure analysis. The ventilator failed all the calibrations, flow sensor capacity test, turbine performance test. Also failed both alternate current (ac) and battery ventilation, generating a high priority alarm with the following error message displayed on the display screen: ¿connect valve or change pressure¿. There was no air flow from the turbine. The turbine was sent to the vendor for further analysis. The likely cause of the event was isolated to internal problem in the motor which doesn¿t start alone. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications.